Manufacturer narrative:
System components: model- 72404161. Lot sn- (B)(4). Mfg date- 09/21/2018. Exp date- 09/20/2023. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a dimpled pump issue. The patient was implanted with a cxm pump in his first procedure in 2009. In 2018, the patient had an ms pump implanted. The pump is hard and takes a lot of power which means that the it can not be used at the right time. The patient now knows which pump is uncomfortable and hard to use and the doctor and patient are under a lot of stress with the ms pump. A patient outcome of stable was reported.